Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 78% to 20% suddenly while connected to a power source. Subsequently, the battery fully depleted and the pump shut off due to insufficient power. After connecting the pump to a power source the battery gauge displayed 100%. In addition, the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose level was 98 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-37212.